Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they were hospitalized while connected to the insulin pump. The customer reported they were hospitalized on (B)(6) 2014 with a blood glucose over 700 mg/dl. Customer stated they were experiencing extreme thirst prior to being hospitalized. Customer was treated with an IV and released later that day. The customer also reported experiencing low blood glucose under 20 mg/dl on six different occasions in the past. Customer could not recall the details of the low blood glucose events. The customer declined to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.